Manufacturer narrative:
Stryker medical sales representative inspected the restraints and found the restraints to be appropriate for use. He educated the customer on correct usage of the patient restraint.

Event description:
It was reported that the users are unable to correctly secure the patient harness. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported.

Event description:
It was reported that the users are unable to correctly secure the patient harness. There was patient involvement, but no adverse consequences or clinically relevant delay in treatment reported. The device is currently pending evaluation and the model and serial number have not yet been provided.